Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Mother reported customer was hospitalized with hyperglycemia. She began to feel ill and sick to her stomach, and she was transported to the hospital via ambulance. Her blood glucose was 577 mg/dl when she arrived. She was treated with an insulin drip and monitored overnight. Mother reported boluses from the day of the event were not recorded in the infusion device history, and she is unsure if the infusion device is delivering insulin correctly. The alleged product was requested for evaluation.